Event description:
Original ivc filter was placed by (B)(6) medical center back in (B)(6)2024 but removed by ech this past monday. Upon removal, one of the barb tines sheared and migrated within the patient, ultimately becoming a retained foreign body as it is unable to be removed.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.